Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a sudden worsening of vertebral pain. The location of the pain was in the vertebral space where the lead was inserted. It was noted that the issue started about a month or two after the patient was implanted on (B)(6) 2015. It was further reported that the patient had a CT myelogram in (B)(6) 2015 and their implantable neurostimulator (ins) turned off by itself following the procedure. The patient also mentioned that their stimulation wasn¿t covering their foot. The patient was requesting reprogramming to address that area. It was recommended that the patient follow up with their healthcare provider (hcp) and a manufacturer representative. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that reprogramming was performed and the patient has good coverage. Patient chose to change doctors. There last visit was (B)(6) 2016. Patient has degenerative disc disease of the spine- she had chronic pain of the spine increasing and decreasing intensities overtime. No further patient symptoms or complications were reported in this event.